Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient reporting that their patient programmer is unable to power up. They have tried replacing the batteries and used different types but none seem to work. The patient stated that they had informed a manufacturer representative about the issue and they noted that something had moved inside the patient programmer. The patient stated that they are experiencing pain in their back and down their leg which was present before the implant. The patient was transferred to repair. Indication for use is failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.